Event description:
It was reported that the patient was unable to adjust stimulation. The ¿call your doctor¿ icon as well as a power on reset (por) was displayed on both the recharger and the programmer. The message kept popping up. The patient stated that the message was gone today, but it still wouldn¿t turn on the stimulator. The patient stated she usually didn¿t let her battery go low but it had gone down all the way before. The patient had a CT scan done 3 weeks ago. The patient was redirected to her physician as she would need a physician clear the warning por. Additional information regarding the outcome was requested. If received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device had been overdischarged (od) as the patient had not charged her device. A company representative had cleared the por. The device was recharged and the patient was receiving effective therapy.

Event description:
It was further reported that the patient received assistance from their physician and/or company representative and their concerns resolved.